Manufacturer narrative:
The patient has been released from the hospital and is progressing satisfactory. We believe the instrument will be returned to co. A1,2,4;b6,7;d5,10;h4: info not provided. H6-code 400: nicked knife. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned with a knicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife. The instrument was disassembled to examine the internal components and no other deformations could be ID. The experience teh surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
8/20/96 surgeon was performing a vaginal hysterectomy. She was using the ez45 for control of the parametrial tissues. She states that this was a 12 week size uterus and the operative procedure appeared to go very well. After the completion of the procedure there was noted to be some bleeding. The ooze continued. As a result the patient was converted to an open procedure. No transfusion was required, but the postop hemaglobin was 7.4. There were loose staples recovered which were either incompletely formed or malformed. Surgeon states that though the instrument appeared to work very well, the problem was the inability to visualize the pedicles because the instrument had divided the pedicles when it was fired. Surgeon also states that she did not understand why there was not a way of visualizing or controlling the pedicles after firing the instrument. She stated that she was told the instrument was specifically developed for vaginal hysterectomy.